Event description:
The hospital reported that vasoview hemopro 2 was not used on patient yet. They were testing it and the power would not go off. It kept firing. The generator was making noises as well. But when switched out with a new kit, there was no longer an issue. So it had to be the first hp2 that was the problem. New device opened prior to start of surgery. There was a procedure delay due to the troubleshooting and opening of new device. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw #(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 07/10/2025. An investigation was conducted on 7/16/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be intact with no visual defects observed. The clear silicone insulation on the both the cold and hot jaws was observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(6) at level 3.0. The device self activated when power was activated to the device and the device would not turn off unless the power was manually turned off to the device. No further testing was conducted due to the self activation. Based on the returned condition of the device as well as the evaluation results, the reported failure "self- activation" was confirmed. A manufacturing engineering evaluation was conducted. The complaint device was connected to the complaint lab¿s hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c-vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was toggled to the on position. The vh-4000 hemopro2 tool immediately self-activated. Next, the complaint vh-4000 hemopro2 tool handle was opened and the toggle was removed to determine the cause of the self-activation. After opening the handle and removing the toggle, it was observed that the insulation of the bulkhead wires was damaged and had exposed the wire. It was also observed that the normally closed switch terminal was pressing against the bulkhead wires. The switch was removed from the handle to determine the extent of the damage to the bulkhead wires. It was determined that the bulkhead wires were positioned incorrectly and were in contact with the normally closed switch terminal. This contact with the switch terminal damaged the insulation of the bulkhead wires causing exposure of the wire underneath the insulation. The normally closed switch terminal made contact with the wire and caused the complaint device to self-activate. An electrical issue occurred due to the normally closed switch terminal contacting the exposed bulkhead wire and caused the device to self-activate. This incident took place during positioning of the wires within the handle per work instruction (handle assembly). The shop floor paperwork for the hemopro 2 tool subassembly batch 3000476961 was reviewed to identify the equipment used at the handle assembly station. Subsequently, an oot query was performed for the date range from 01-jul-2023 to 02-jul-2025. An analysis was performed, which confirmed that no equipment used in the handle assembly process was out of tolerance. Based on the manufacturing engineering evaluation results, the reported failure "self activation" was confirmed. The lot # 3000478034 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.